Manufacturer narrative:
The insulin pump was received with motor error alarm due to jammed gear box and was unable to perform the displacement test due to motor error alarm. Device had minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The drive support cap is recessed. The device was not exposed to a magnetic field. Displacement and self-test could not be performed and alarm recurred during rewind. Blood glucose value was 390 mg/dl. The insulin pump was replaced and returned for analysis.